Event description:
It was reported that the buttons were unresponsive and the display was blank. Nothing further was reported.

Manufacturer narrative:
The display was blank due to moisture damage on the electronic and motor assemblies. No further testing could be performed due to the blank display.